Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen flashes white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the sleep current measurement, active current measurement and displacement test. Device was monitored and no missing segments or partial display noted during testing. Device alarmed pump error 63 during the self test and confirmed in the formatted history file due to broken traces at keypad assembly.